Event description:
A customer reported that on (B)(6) 2011 they observed approximately 30 cc of what appeared to be clear fluid leaking / spraying on the inside of the coulter lh 500 hematology analyzer while running a startup cycle. The instrument was generating "diluent comparison out of limits" error messages at the time the leak was observed. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included gloves, eye protection and a laboratory coat, at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event as the leak was observed during an instrument startup. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) found a leak at pinch valve. All related tubing at this valve was replaced. The fse verified the repair per established procedures, and the instrument was returned into service. The root cause of this event is attributed to a leak in the tubing at the pinch valve. The manner by which the pinch valve tubing sustained the leak is unknown.